Manufacturer narrative:
H3: product analysis of 105-5096-000, lot no: b593504 ¿ damage location details: no damages were observed on the apollo catheter hub, and no bends or kinks were found along the catheter body. However, the distal tip of the apollo catheter was found to be detached and was not returned. ¿ testing/analysis: the ldpe overlap of the apollo catheter was measured at 1.6mm, which is within the specified range of 1.0-2.5mm. ¿ conclusion: based on the device analysis and the information provided, the customer's report of "tip detachment" was confirmed, as the distal tip of the apollo catheter was found to be detached. The detachment likely occurred during navigation with the x-pedion-10 guidewire. Potential causes for tip detachment during navigation or repositioning include vessel tortuosity, the use of an incompatible guidewire, or an insufficient ldpe overlap length at the detach joint. Other contributing factors may include excessive vessel calcification, which can cause the tip to become caught and dislodged, or repositioning the catheter while it is wedged or in vasospastic vessels. However, the exact cause of the tip detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an apollo catheter had resistance in the distal section and the tip detached. After the access was established, prepared for the venous malformation embolization. Checked the microcatheter 105-5096-000, the packaging was intact, took out the microcatheter for full hydration, and after the x-pedion-10 guidewire reached the lesion, inserted the microcatheter through the x-pedion-10 guidewire. When pushing the microcatheter forward, it was found that there was great resistance and it was difficult to push forward, so the operation was stopped and the microcatheter was withdrawn. It was found that the tip of the microcatheter was detached, and the microcatheter was replaced to continue the operation. The surgery was successfully completed. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU.  The patient was being treated for an arteriovenous malformation. The access vessel was the right femoral artery with a diameter of 8mm. No patient symptoms or complications were reported.  Ancillary devices: x-pedion-10 guide wire, onyx liquid embolic

Event description:
Additional information was received. It was reported that the apollo tip was not embedded in the onyx cast, so there were no future plans to retrieve the catheter tip. The anatomical location of the apollo tip is the "detached area." There was no note of vessel calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.